Manufacturer narrative:
(B)(4): eval results - diseased aortic arch with thrombus; previous abdominal aortic aneurysm repair. Conclusions - diseased aortic arch with thrombus; previous abdominal aortic aneurysm repair. User wanted to avoid covering intercostal arteries.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported. The aortic arch was diseased, and the arch and the great vessels had much thrombus. The pt also had a previous abdominal aortic aneurysm repair. It was reported that during the implant, the physician tried to stay away from the aortic arch as much as possible and landed the first proximal talent stent graft just distal to the arch. Because of the previous abdominal aortic aneurysm repair, the physician was also trying to stay above and not cover some large intercostal arteries with the second stent graft (the distal main). Therefore, the physician did not want to pull back the device as much as necessary in order to avoid misalignment of the stent graft; however, the distal main stent graft started to deploy in a misalignment position. The physician elected to balloon the stent graft with a reliant balloon, and afterwards, the graft appeared fine without any misalignment. No additional clinical sequelae were reported, and the pt is fine.